Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found it displaying electrical test fails code #50 with a continuous beeping sound. So, in order to fix the issue, the fse reset the connections of the motor control pcb. Then the unit was working ok and all test passed. The unit was then handed over to the customer in good working condition.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit has an electrical test failure #50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.